Event description:
It was reported that the subject device had b40 error. The issue occurred during the set up before the patient entered the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the receptable board needs replacement, excessive amount of dust, and foreign material present inside the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to excessive dust, the printed circuit board needed replacement, and foreign material present inside the video connector caused error b40. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.